Event description:
It was reported that during a clinic visit, this right ventricular (rv) lead was observed to exhibit high out of range shock impedances. The health care professional (hcp) called technical services (ts) for further review of the stored device data. Upon review, ts confirmed that this rv lead shock impedances measured to be higher than 125ohms which was out of range. Ts discussed troubleshooting options with the hcp and recommended a commanded shock for further lead testing. No adverse patient effects were reported. This rv lead remains in service.